Event description:
It was reported that when the left ventricular (lv) lead was flushed with saline a hole was noted about one third of the way down from the connection point. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead in segments was returned to the manufacturer and analyzed. The proximal and distal conductor was distorted kinked/buckled and had blood not obstructed. The lead outer insulation was breach/cut, melted and had cosmetic depression. The lead had apparent explant damage. (B)(4).